Event description:
It was reported that the inflatable penile prosthesis (ipp) valve collapsed, it was not working, and the right cylinder is apparently broken. The reservoir is empty. Due to this, a surgical procedure was scheduled. The patient outcome is unknown.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) valve collapsed, it was not working, and the right cylinder is apparently broken. The reservoir is empty. Due to this, a surgical procedure was scheduled. The patient outcome is unknown.